Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for molded part is cloudy with the incident lot was not observed. Additionally, evaluation/testing of the customer samples was performed and molded part is cloudy was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product.

Event description:
It has been reported that the paxgene® blood ccfdna tube has been found experiencing two occurrences of containing foreign matter before use. The following has been provided by the initial reporter: the gates of the tubes look cloudy.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the paxgene® blood ccfdna tube has been found experiencing two occurrences of containing foreign matter before use. The following has been provided by the initial reporter: the gates of the tubes look cloudy.